Event description:
It was reported that a high capture threshold and abnormal impedance measurements were observed from the right ventricular (rv) lead due to lead dislodgement. The physician attempted to reposition the rv lead, but was unable to retract the helix despite multiple attempts. The physician elected to explant and replace the rv lead to resolve the event and the patient was stable with no additional adverse consequences.